Manufacturer narrative:
Product analysis: the wire as received is coil wrapped and folded in half. There are several kinks in the wire from the return method. The wire is stretched in a distal direction from the distal bond forward to the tip. The core wire is broken at the tip and the coils are stretched. The broken end of the core wire shows necking. No components are missing. Cine image analysis: the first image shows a coronary angiography (cag) of the rca with contrast. The image captures the target lesion. No wire is present. The second image shows wires that have been delivered to the distal pda and distal rca, with the lesion at the ostium of the pda being treated with balloon inflation. Both wires appear intact. Post treatment shows good resolution of the lesion with improved flow. Wires still appear intact in the vessels. The images provided do not show the reported damage to the complaint wire. Images of the wires being withdrawn were not provided. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a cougar guidewire. There was no damage noted to the device packaging. There were no issues noted when removing from the packaging per IFU. The device was inspected with no issues. The device was not prepped per IFU. The wire tip was not formed by the physician. The lesion was not pre-dilated. The lesion was in the postero-lateral trunk. Excessive force was not used during delivery. It is reported that during removal the distal end was damaged but did not come off the device.the device was removed by pulling it out of the patient. No intervention was required. No patient injury is reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.